Event description:
A caller reported an issue with their insulin pump, which displayed a different fill estimate than expected. The caller's pump showed 70 units, a significant difference from the expected 120 units. After confirming they used room temperature insulin and properly loaded the cartridge without overfilling, they loaded a new cartridge with guidance from technical support. Despite initial resistance, a replacement pump was sent to maintain customer satisfaction, and the customer was instructed on necessary actions, including returning the malfunctioning pump and programming the replacement. There was no reported impact to the customer¿s blood glucose level. Customer will continue to use current pump.